Event description:
Reporter alleged blood glucose measeured 384 mg/dl back to back with a result of 157 mg/dl performed within 4 mins of each other. No actions were reportedly taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.